Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the devices display intermittently would blank out and clinical information could not be read. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has receivd the product and will be providing a follow-up report when our investigation is completed.